Event description:
On (B)(6) 2023 the pt was scheduled for a repeat dcca with plan to return for intervention in biplane/hybrid on (B)(6) 2023. Pt was scheduled to undergo a endovascular transarterial embolization (ete) in the hybrid room via right femoral approach utilizing digitally subtracted angiogram (dsa). The following is the portion of the operative note that describes the event that occurred: a projection that showed the microcatheter tip, the pseudoaneurysm and all normal adjacent branches was selected. Once catheter wedged and stable, superselective angiography performed to evaluate flow dynamics, arteriovenous transit, establish exact location of pseudoaneurysm and to determine the morphology of the target arterial feeder and the vascular structure where the liquid agent will be injected. Microcatheter stable, no branches to normal brain visualized in any of the projections. Microcatheter thoroughly flushed with 10 ml of 5% dextrose. A 1 ml syringe with a 60:40 mixture of ethiodol/ n-bca, was connected to microcatheter, and slow controlled injection performed under angiographic control. As we were slowly injecting the glue under an angiographic run for a few seconds, we noticed glue was not visible, quickly checked syringe and noticed that the dead space 0.3 mm volume had already been injected and we were not seeing any glue, and we realized that the images we were seeing in real-time were not the actual angiographic run. All the fluoro indicators were always on: lights were still off and the audible sound of a run was still present. The fluoro pedal was never released. Injection was immediately stopped, we assessed the unsubtracted image and realized that glue had migrated and occluded the right anterior inferior cerebellar artery, the right superior cerebellar artery and there was a non occlusive cast in the basilar artery and the origin of both posterior cerebral arteries. Immediately, the syringe was aspirated and microcatheter gently pulled. Selective left vertebral artery angiography demonstrated that the right anterior inferior cerebellar artery and the right superior cerebellar artery were completely occluded. The basilar artery was still patent but there was glue on the right lateral wall of the vessel and in the origin of the posterior cerebral arteries. Both posterior cerebral arteries were patent. In case some of the glue had not yet adhered to the wall of the basilar artery, we quickly advanced a velocity microcatheter over a traxcess .014" microguidewire. It was advanced into the distal access catheter into the left vertebral artery. We were able to cross the glue cast and advance the microcatheter into the left posterior cerebral artery. The microguidewire was removed. Superselective angiography through the microcatheter confirmed that we were within the left posterior cerebral artery and vessel was fully patent. We then very quickly advanced a 6 x 40 mm solitaire x revascularization device until the tip of the microcatheter was reached. Microcatheter was pulled and the stentriever was fully unsheathed. We gently tried to pull the stentriever to see if we could remove any of the glue from the basilar artery. By observing the movement of the entire vascular artery with our attempts to gently pull, we concluded that the glue had already adhered to the wall of the basilar artery. Stentriever was re-sheathed back into the microcatheter and both were removed. Left vertebral artery selective angiography was repeated. It once again showed that the right anterior inferior cerebellar artery and the right superior cerebellar artery were completely occluded. There was a cast of glue on the lateral wall of the basilar artery but the basilar artery remained open as well as the left superior cerebellar artery and both posterior cerebral arteries. We assured that the patient was fully heparinized and that we maintain an adequate blood pressure to the enhance perfusion of these regions. Left vertebral artery ap, and lateral views were repeated. Then we decided to terminate the procedure. The distal access catheter and the guide catheter were pulled down and to the left subclavian artery. Left vertebral and subclavian artery selective angiography demonstrated that the left vertebral artery was patent. No evidence of dissection or vasospasm. Therefore, catheters were both pulled. Because of the events of the procedure, we decided to leave the patient intubated and let her wake from anesthesia to assess her neurologically. The physician disclosed to the family the incident made them aware that this will be a lethal complication. The patient was placed on hospice and passed away. Vendor site ID (B)(4); clinical engineering i.d.# (B)(4).